Manufacturer narrative:
Based on the reported complaint and visual evaluation of the returned device, no additional evaluation will be performed as there is no reported failure of this device or visual damage identified. Report eight of ten for the same event, reference 3003853072-2016-00020-1 and 3003853072-2016-00023 through 3003853072-2016-00031.

Event description:
It is reported on (B)(6) 2016 the patient followed up due to pain and it was noted that the patient had a fractured pedicle screw. On (B)(6) 2016 a revision surgery was performed, which consisted of removal of the hardware and decompression. The fractured screw was identified at lumbar 5 on the left side.